Event description:
The pump was alarming. The pump was interrogated and found to be in safe state mode. Review of the pump logs showed that the pump had undergone a low battery alarm at about 6 pm on (B)(6) 2010 and after that had been in safe state mode. The pt was admitted to the hospital for monitoring. On (B)(6) 2010, a catheter access port (cap) study was done; this was standard procedure for this hospital. The imaging agent appeared to flow into the pump reservoir and not into the catheter. The next day during the pump replacement procedure, the surgeon could not aspirate the catheter once it was disconnected. Given the results of the cap study and the inability to aspirate, a decision was made to replace the catheter as well as the pump. The explanted catheter was discarded during the procedure. The device was used to deliver baclofen.

Manufacturer narrative:
(B)(4).